Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the patient line separated from multiple cartridges. The user's blood glucose (bg) level was as high as over 500 mg/dl and the bg level was addressed with a manual injection. The user changed the cartridge, resumed insulin delivery, and delivered a bolus via the pump.